Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+2.5/109 (sphere/cylinder/axis), into the patients eye on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to lens rotation. The lens was replaced with a different lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was implanted into the patients right eye (od). The lens was replaced with a longer lens and the problem was resolved. Cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found a haptic torn. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).